Event description:
It was reported that the patient experienced elevated ketone levels and a skin reaction at the infusion site on the abdomen following more than 72 hours of pod wear. At the time of the event, blood glucose levels were reported to be approximately 10 mmol/l (180 mg/dl). Home ketone testing showed an increase in ketone levels from 0.7 to 1.7 mmol/l. The patient reported a skin reaction at the infusion site, including redness, swelling described as a bump, and subsequent formation of scar tissue. Additional symptoms included nausea and feelings of coldness and weakness. The patient reported presenting to a hospital; however, she did not formally check in and left without receiving any medical evaluation or treatment after confirming that ketone levels had decreased following administration of insulin. It is unclear whether insulin was delivered via the omnipod system or through a backup delivery method. The patient later reported that ketone levels decreased to 0.5 mmol/l. No medical intervention or treatment was reported. This event is being reported due to the allegation of scar tissue formation at the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site scar tissue. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.